Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08117. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed extremely deep in the laa. They checked for an effusion and noted one on the fluoroscopy images. It was a simple collection of fluid without cardiac tamponade. They performed a pericardiocentesis and tapped the effusion, they were able to control it and the effusion subsided. The patient¿s vitals remained stable at all times. There was no real arterial pressure changes. The following morning the patients current status was fine.